Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Additionally, no images were provided to aid in the investigation. A review of the DHR did not reveal any manufacturing non-conformance that could have contributed to the reported event. A complaint history review revealed that the occurrence rates did not exceed the february 2017 control limits for this trend category. Due to no device/imagery being returned for evaluation, engineering was unable to confirm the complaint of ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. No evidence of a manufacturing non-conformance was identified during investigational activities. Available information suggests that procedural factors may have contributed to the reported complaint. Per the complaint description, ¿the esheath was cut to shorten the length.¿ this may have weakened or damaged the distal sheath tip and increased the potential risk of catching onto the crimped/undeployed valve during system removal, resulting in the observed withdrawal difficulty. Other potential procedural factors may lead to withdrawal difficulty, such as withdrawal angle, not placing the flex tip over the triple marker prior to withdrawal, and/or non-coaxiality of the components being retrieved. A definite root cause for the complaint was unable to be confirmed at this time. Since no labeling or IFU/training inadequacies were identified and a review of the complaint history revealed that the occurrence rate did not exceed the february 2017 control limits for the applicable trend category, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the territory manager, during a case by right subclavian approach, the esheath was cut to shorten the length. While advancing the valve with the delivery system they were unable to make a 90 degree turn to get the sapien 3 into position. After multiple attempts the decision was made to withdraw the valve but they could not get the valve to go back into the sheath. The valve, delivery system, and sheath were all removed at once. The patient's blood pressure dropped and they discovered the subclavian had been damaged. The patient lost a lot of blood and ultimately expired on the table.